Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced loss of capture from the left ventricular lead. A chest x-ray showed the lead was dislodged. As a result, the lead was explanted and replaced. The patient remained stable during the procedure and was stable post-operative.